Manufacturer narrative:
Correction report to add exemption # gen2201026.

Event description:
It was reported through left atrial appendage occluder (laao) registry data that amplatzer amulet devices may be related to 8 infection deaths adverse events which are considered a death. The relationship of the deaths to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Left atrial appendage occluder (laao) registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between (B)(6) 2022 ¿(B)(6) 2023. Patients¿ mean age is 74 years, ranging from 56 - 89 years. 87% of the patients were male, 13% of the patients were female.

Manufacturer narrative:
Amulet laao registry reports 8 event of infection deaths. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. B2 - date of death: the earliest date of death was used. D6a - implant date: the earliest implant date was used.